Manufacturer narrative:
Additional manufacturer narrative: date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported by the patient that the aus 800 (artificial urinary sphincter) he had implanted in 2002 has "stopped working". He has moved since his original implant and asked for assistance in finding a prosthetic specialist in ky. Rep recommended fixincontinence.com. He is going to research and will contact a dr. For assessment. He will contact the rep if he needs further assistance.